Manufacturer narrative:
(B)(4).

Event description:
The lead impedance measurements were greater than 10,000 ohms with electrode pair 0/8 at time of implant. The pt was seen in the clinic on (B)(6) 2011 and 4 electrodes on each lead were "out of range." The pt was receiving good stimulation coverage and had no issues with device. Add'l info has been requested.